Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues.